Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported positioning failure or difficult single gripper actuation. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, causes for the reported positioning failure and difficult single gripper actuation could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 degenerative mitral regurgitation (mr), enlarged left atrium, heart failure and rotated heart for a mitraclip procedure. During the procedure, while steering towards the valve, clip delivery system (cds) was hugging the aorta. It was tried to correct by adding + knob on the guide and lost height when adding the + knob. Clip was interacted with the valve and the gripper line got caught on the anterior leaflet. Clip was able to be freed from the leaflet but was noticed that one of the grippers would not lower or raise. Clip was replaced. For the replaced second clip, multiple grasping attempts were unsuccessful, and the clip was caught on the anterior leaflet. Physician decide to discontinue the procedure. All steps were performed as per IFU. The final mr was grade 4. There were no adverse patient effects or clinically significant delays reported.